Event description:
It was reported that while the pt was being transferred onto the table, the rotational locks allegedly did not hold and the table slipped away from the stretcher. The health care teams stopped the movement and transferred the pt onto the table. The pt did not fall, and did not suffer any injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
.